Event description:
It was reported that the patient experienced shortness of breath. Upon evaluation in the clinic, it was observed that the right ventricular (rv) lead had elevated threshold and intermittent capture at maximum output. The lead was inactivated and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).